Event description:
It was reported that while drilling for the 6.5mm cannulated screws for the recon nail, the tip of the step drill for lag screw, recon (1806-3025) broke-off inside the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: appearance of the breakage surface as well as the course of the breakage line suggests that the drill broke in a forced (brittle) fracture due to bending overload. The extent of damage being observed on the cutting edges suggests contact of the device to hard (metal) objects. A review of the DHR, dimensions and a hardness test revealed no discrepancies. Based on the found damage and as during the investigation no material, design or manufacturing related issues were found, the reported event could be classified as not being device related. The use of cannulated step-drill is not recommended due to the new t2 recon operative technique ((B)(4)). This was announced in april 2009 with product bulletin (B)(4)¿ ¿new version of t2 recon operative technique is now available.¿ the information whether the broken off part of the drill was retrieved from the patient was not provided. It is in the responsibility of the surgeon to decide if a broken off piece from a drill has to be removed or if it more beneficial to let the piece remain in the patient.

Event description:
It was reported that while drilling for the 6.5mm cannulated screws for the recon nail, the tip of the step drill for lag screw, recon ((B)(4)) broke-off inside the patient.